Event description:
Angioplasty balloon inflated via left lag. Unable to properly deflate the balloon. Physician removed balloon from pt, minimally inflated insertion site pressure held with no effects to pt's outcome.